Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that five falsely elevated sodium (na) results were obtained on multiple patient samples on a dimension xpand plus with hm instrument. The customer indicated that quality controls (qc) were within acceptable ranges at the time of the event. The customer replaced the integrated multisensor technology (imt) sensor, performed a diluent check (dilcheck), which recovered acceptably, primed the consumables, and ran qc, which recovered acceptably. On the next day, the customer reran dilcheck on the same sensor and it did not pass. Qc also recovered unacceptably. The customer replaced the imt sensor and the salt bridge, then performed a dilcheck and ran qc, which recovered acceptably. Siemens dispatched a siemens customer service engineer (cse) to the customer's site. The cse performed preventive maintenance (pm), replaced and conditioned the imt sensor, performed a dilcheck, and adjusted the bias. Calibrations and qc were acceptable. Subsequently, the cse ran dilcheck again and it did not pass. The cse replaced the diluent lines, the diluent syringe, the diluent bottle, and the diluent valves. Siemens determined that there was insufficient diluent supplied to the imt port during the dilcheck and replaced diluent tubing, the syringe, the syringe tip, and the pump panel valves. Dilcheck passed and qc recovered acceptably. The cause of the falsely elevated na results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2022-00242 was filed for this event.

Event description:
Falsely elevated sodium (na) results were obtained on five patient samples from a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, recovering lower and within the customer's normal ranges. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na results.